Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed competitive atrial pacing and automatic mode switch which caused an arrhythmia on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.